Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4). A service history review revealed that this device was previously serviced for the reported condition. The main batteries and battery harness were replaced during previous service.

Event description:
The facility representative reported a colleague infusion pump with a condition of needs battery. The customer reported that this condition occurred upon power up; however, it is unknown where the condition occurred. Review of the device event history determined that this condition interrupted delivery. There was no patient involvement. This device is a remediated colleague pump with a user interface module software version of 5.09.90. No additional information is available.

Manufacturer narrative:
(B)(4). Device evaluation: this device was returned to baxter for evaluation. A visual inspection was performed. The reported condition of a needs battery was confirmed. The root cause could not be determined. No further testing has been completed at this time and no repairs have been performed as the referenced device has been removed from service. A follow up report will be submitted if additional information becomes available.

Manufacturer narrative:
(B)(4). Additional information: review of the device event history determined that the reported condition occurred on (B)(4), 2010 and not the originally reported occurrence date of (B)(4), 2010.